Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient complained sickness and brought into the hospital. The family requested that the patient not be resuscitated. The patient passed away. The thymic carcinoma was diagnosed two years ago and the treatment was working. The patient also had cirrhosis. The heart, lung, and the heartmate ii were fine from autopsy. No signs of hemorrhagic stroke. Thus, the doctor concluded that the patient might have the ischemic stroke. No further information was provided.

Event description:
When the patient was brought to the hospital, there was almost no pulse and the patient's breathing was weak. The patient passed away around 13:00. There was a suspected cerebral infarction.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: the correct received date for the initial report is (B)(6) 2020. The correct received date for follow-up report # 1 is (B)(6) 2020. Section d10, h3, h6 (results and conclusion codes): correction. Manufacturer's investigation conclusion: incidental findings: mechanical driveline damage located 4 inches from the pump housing. Superficial outer jacket damage also noted 4 and 14 inches from the pump housing. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, evaluation of heartmate ii lvas, serial number (B)(6) confirmed driveline (dl) wire damage. (B)(6) was returned assembled with driveline fully intact. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned attached to the pump¿s inlet port. The sealed outflow conduit was returned attached to the pump outlet housing. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Visual inspection of the dl revealed a cut approximately 4 and 14 inches from the pump housing. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the driveline and cuts in both the bionate and the metal shielding were observed approximately 4¿ from the pump housing. Visual inspection of the underlying wires revealed breaches in the insulation of the red, orange, and brown wires, approximately 4¿ from the pump housing, exposing the internal conductors. The observed wire compromise appeared consistent with mechanical trauma; however, the evaluation could not determine a specific cause for this damage. Microscopic inspection of the remainder of the returned driveline segment revealed no additional areas of compromised wire insulation. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. The IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.